Event description:
Following further review, the event description is being amended to provide more clarity: this event was reported by the hospital site to the (B)(6) authorities. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in an unspecified artery. It was reported that during ivl treatment a vessel rupture occurred in the blood vessel at a pressure of 3 atmospheres. It is unknown how many pulses were delivered or how the vessel rupture was treated. Upon further follow up, it was noted that that the first ivl catheter was replaced and treatment was successfully completed with the second ivl catheter. There was no patient harm or ivl catheter malfunction reported during the procedure. No additional information was provided. There was no ivl catheter malfunction reported.

Manufacturer narrative:
B5: updates to event narrative to provide additional clarification. The subject device was returned for investigation and inspected. During the investigation, all emitters exhibited expected wear consistent with normal pulse delivery. A pinhole rupture was identified directly over the proximal marker band, accompanied by surrounding scuff marks; no additional physical damage was observed on the balloon surface. Based on the investigation, the observed pinhole rupture near the proximal marker band is attributable to userrelated factors. Additionally, the reported information indicated that the ivl balloon had been inflated to 3 atm, which represents offlabel use per instructions for use. The product instructions for use, lbl 64191 contains the following relevant statement: "4 atm is ivl treatment balloon pressure." Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The shockwave intravascular lithotripsy (ivl) system with the shockwave c2+ coronary ivl catheter generates acoustic pressure pulses within the target treatment site, disrupting calcium within the lesion allowing subsequent dilatation of a coronary artery stenosis using low balloon pressure not to exceed 4 atm during ivl treatment, and 6 atm for post dilatation. The pressure used for the ivl balloon catheter is much lower than other balloon catheters used in percutaneous coronary intervention (pci), thus the risk associated with loss of balloon pressure during ivl catheter use is negligible. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation.

Event description:
This event was reported by the site to the swiss medic authorities. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in an unspecified artery. T was reported that during ivl treatment a vessel rupture occurred in the blood vessel at a pressure of 3 atmospheres. It is unknown how many pulses were delivered or how the vessel rupture was treated. No additional information was provided. There was no ivl catheter malfunction reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the vessel rupture could not be definitively determined based on the information available. There was no ivl device malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.